Event description:
The customer reported that the system locks up and the image recall is very slow.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep spoke with customer and confirmed problem reported. He checked the workstation ps1 power supply, measured 5.08 adjusted to 5.15 volts dc, reloaded the system software, flashed the nodes and rebuilt the system files. The system works as intended.